Manufacturer narrative:
This report is for one (1) unknown screw. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for one (1) unknown screw. PMA/510(k) number is not available. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018. While the surgeon was removing an unknown connecting screw from the intramedullary nail, it became loose, internally broke and internally stripped, but did not affect the patient. There was no broken part or pieces. It was mentioned that the ball hexagonal screwdriver just bent on its own. Procedure and patient outcome is unknown. Concomitant devices: nail (part unknown, lot unknown, quantity 1). This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).